Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. The device was not returned to howmedica rutherford.

Event description:
A p.m.m.a. Ball was found to be out of the hole before use. Another device was readily available and implanted without incident. There was no adverse consequence for the patient or delay in surgery or anesthesia time.